Manufacturer narrative:
The returned device was evaluated. During the testing, the unit was able to work on battery power for ten (10) minutes, but then the low battery alarm was activated. This issue was attributed to the battery not being able to hold a charge. The complaint was confirmed regarding the battery not lasting an hour. However, the unit was found to provide a low battery alarm. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the battery only last about half (1/2) hour wherein the customer expects battery to last at least one (1) hour. The customer additionally reported that no alarms were active when device died. There were no consequences or impact to patient reported.